Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values from ¿low¿ (below 40 mg/dl) to 46 mg/dl were recorded by continuous glucose monitor (cgm) from 11:56:30 pm on (B)(6) 2020 to 12:01:33 am on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 11:56:30 pm on (B)(6) 2020. On (B)(6) 2020, at 7:37:14 pm and 7:52:24 pm, user made bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. Blood glucose (bg) values from 46-53 mg/dl were recorded by continuous glucose monitor (cgm) from 3:31:29 am to 3:36:29 am on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 3:31:29 am. On (B)(6) 2020, user received an automatic bolus of size 0.8939 units approximately 6.5 hours prior to the low bg. The cause of the low bg could not be determined based on the review conducted. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a "low" blood glucose (bg) level; value was not provided. Bg cause was not known. Customer drank juice to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.